Event description:
The customer reported that in 2004 a prolumen device was used to declot a dialysis graft. The physician inserted the venous sheath into the pt's graft and then introduced the prolumen device through the sheath and up into the pt's axillary area of the graft. The device was past the stenotic area of the graft and possibly into the native graft. After activating the device and pulling back through the graft, a popping sound was heard. At this time it was noted that the s wire had detached from the catheter segment of the device. The physician was able to remove the s wire with a snare device, but was unable to remove it through the sheath and lost access at that time. The s wire was removed through the graft with little difficulty, the area was repunctured and angiojet device was used to finish the case.